Event description:
Received call to replace leaking PICC. Assessment of PICC (B)(6) 2012 reveals a pinhole leak in first few cm of PICC, which was noticed initially by rn when she went to hang dose of medication earlier at 6 pm that day. Overnight exchange performed for new bd 4fr PICC.

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report.